Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, calibrations were entered during periods when cgm values were not present. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.